Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation:  device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - investigation of the returned unit showed that it passed all tests per manufacturer's specifications and the reported issue could not be duplicated. Preventative maintenance and cleaning recommended and performed. Root cause - the complaint could not be confirmed via inspection of the unit. Root cause is likely operative error/need for preventative maintenance of unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3004608878-2024-00132, 3004608878-2024-00133. A facility reported that the mayfield modified skull clamp (a1059) was not holding., and the patient's head slipped and grazed during the surgery. No information on medical intervention has been provided.